Event description:
Loss of osseointegration, primary stability was achieved, bruxism, pain, mobility.

Event description:
Loss of osseointegration, primary stability was achieved, bruxism, pain, mobility.